Manufacturer narrative:
Date of event is approximated to (B)(6) 2008, implant date, as no event date was reported. This event was reported by the patient's legal representation. Implanting surgeon: (B)(6). Revision surgeon: dr. (B)(6). (B)(4).

Event description:
Note: this manufacturer report pertains to one of two devices used on the same patient. It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system and an advantage system were used during an endoscopic bladder neck suspension with transabdominal mesh placement procedure performed on (B)(6) 2008 for the treatment of stress urinary incontinence. As reported by the patient's attorney, the patient experienced recurrent cystocele and stress urinary incontinence post procedure. On (B)(6) 2016, the patient underwent a robotic-assisted burch urethropexy, anterior colporrhaphy and mesh revision procedure. During the procedure, exam revealed a stage 2 prolapse. There was a large amount of omental adhesions to anterior wall on the right side all the way to the midline. During the anterior repair and mesh revision, the previous sling was identified and was carefully dissected from its surrounding periurethral tissues. Initially just the left and right portions were removed, however, the mesh remnant suburethral was determined to cause discomfort at the kelly plication. Thus, the suburethral mesh at midline was also removed. When performing burch urethropexy, there was difficulty with dissection due to the previous sling that was released from suprapubic area. Finally, cystoscopy revealed no trauma, suture or mesh in the bladder or urethra and bilateral ureteral efflux was visualized at the end of the case.